Manufacturer narrative:
Literature citation: leplus a, fontaine d, donnet a, et al. Long-term efficacy of occipital nerve stimulation for medically intractable cluster headache. Neurosurgery. 2020. Age: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note this date is based off of the article¿s acceptance date as specific event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Procode: device used for off label indication. The indication the device was used for was occipital nerve stimulation for the treatment of chronic cluster headache. Concomitant medical products: product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, serial/lot #: unknown, ubd: asku, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature abstract: occipital nerve stimulation (ons) has been proposed to treat refractory chronic cluster headache (rcch) but its efficacy has only been showed in small short-term series. The authors studied 105 patients with rcch, treated by ons within a multicenter ons prospective registry. Efficacy was evaluated by frequency, intensity of pain attacks, quality of life (qol) euroqol 5 dimensions (eq5d), functional (headache impact test-6, migraine disability assessment) and emotional (hospital anxiety depression scale [had]) impacts, and medication consumption. The authors ultimately concluded that long-term efficacy of ons in cch was maintained over time. In responders, ons induced a major reduction of functional and emotional headache-related impacts and a dramatic improvement of qol. These results obtained in real-life conditions support its use and dissemination in rcch patients. Reported events: 8 cases of infection were reported. 29 patients required additional surgeries for unknown reasons. No further complications were reported or anticipated.